Manufacturer narrative:
B3: estimated as bsc aware date as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that pericarditis occurred. A left atrial appendage closure procedure was being performed for implant of a watchman flx closure device. The patient experienced pericarditis and was hospitalized for three weeks. After hospitalization it took the patient six months to fully recover.